Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this left ventricular (lv) lead exhibited dislodgement and loss of capture. Subsequently, the lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported. The device remains implanted but electrically deactivated.